Event description:
During a breast biopsy the device was not working properly. It was noticed that the lcd screen was causing a delay when activated and the vacuum would take approximately 1minute before coming on after initializing the probe. The system also displayed an error code when advancing the cutter in sample mode. The procedure was completed by using an alternate with no patient consequence. The device was sent in for service and repair.